Event description:
The customer reported to olympus, that the oes cystonephrofiberscope did not have the cap on the device and ran through the process, and blew out the tip on the device during preparation for use for an unknown procedure. There was no patient involvement. Therefore, no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: unable to perform leak test; due to blown up bending section adhesive. Control body insulation failed, and a crack in the bending section adhesive. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.